Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the following could have caused the device malfunction: unstable electrical contacts of the connector could cause failure in the communication between the camera head and the video processor, resulting in the b20 error. The user may have connected the video connector to the video connector socket without completely drying the connector, causing temporal failure in electrical contacts between the video connector and the videoscope. The following caution statements about the connection of the video connector are included in the instructions for use and can prevent the phenomenon: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.".

Manufacturer narrative:
The user facility reported that they use the device and rotate with four camera heads. A follow up with the customer regarding the status of the device confirmed that issue was resolved by the user. No other issues were reported. If additional information is obtained, a supplemental report will be filed.

Event description:
A user facility reported an intermittent b30 error involving certain camera heads on a video system center. There was no patient harm or injury reported. The issue occurred during setup of the equipment before a procedure. No additional information has been obtained.